Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower extremity pain. The implantable pulse generator (ipg) was initially placed in the lateral calf area with the implanted leads targeting the common peroneal and saphenous nerves. On (B)(6) 2024 a procedure was performed to move the ipg from the lateral calf to the posterior calf per the patient's request (see MDR 3015425075-2024-00281). During a subseqent follow-up with the patient, a nalu representative discovered that several electrodes on one lead were non-functional. The system was reprogrammed several times, however the patient continued to report inadequate pain relief at the malfunctioning lead. A full system explant was performed on (B)(6) 2024 due to the malfunctioning lead.

Manufacturer narrative:
No imaging was performed to prior to the explant thus the firm was unable to assess for migration or any obvious component fractures. The explanted components were discarded by the medical facility and not available for any further evaluation as to the cause of the malfunctioning electrodes.